Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07 may 2026, it was reported by a sales representative via email that an ar-1588btb-2j, tightrope â® ii btb with deploying suture was reported that during an acl graftlink, surgeon had flipped the button on the femoral cortex and was pulling the graft up the femoral socket (using the correct technique) when the tightrope snapped. As a result, another btb tightrope had to be used to complete the procedure. This occurred on 07 may 2026 during an acl graft link procedure. The case was completed successfully using another/replacement tightrope. There was case involvement.